Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was receiving an unknown drug (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that the patient's pump was removed in (B)(6) 2019 because of an infection.  No further information was reported.  The event date was (B)(6) 2019.  No further complications were reported/anticipated.